Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had did not cross the patient orders from the server. A technical support specialist found the station order set to 120 minutes before the order start caused the orders delayed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system patient orders did not populate, preventing user from removing the required medication and causing delays.there were no adverse events or injuries reported based on this event.